Manufacturer narrative:
Received one of 138114a in original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the device was dye leak tested per tm-10-217 rev. F which indicated that the package had an insufficient heat seal as there was a leak. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to inspect and test each device before use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.